Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited high thresholds and dislodged. The lead will remain in place as it still providing pacing, but patients follow up appointments will be increased. To date, there have been no adverse patient effects reported.